Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of log file confirmed that there was a malfunction with flexvision pc that controls the large monitor. Upon troubleshooting, fse found that there is no grid line display on the flexvision monitor and the power was not on for the computer that controls the flexvision monitor in cabinet b. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of log file confirmed that there was a malfunction with flexvision pc that controls the large monitor. Upon troubleshooting, fse found that there is no grid line display on the flexvision monitor and the power was not on for the computer that controls the flexvision monitor in cabinet b. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment does not start once the counter reaches 00:00. There was no reported patient or user harm. The field service engineer (fse) replaced the allura haswell flexvision 2 pc and the hard drive and the device was returned to use in good working order.